Manufacturer narrative:
A review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively as the system was operating within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively with the information provided to date by the reporter. (B)(4).

Event description:
An optometrist reported that following bilateral photo refractive keratectomy (prk), the patient ended up overcorrected in the left eye. Nevertheless, the patient is happy and is not considering further treatment (enhancement).